Event description:
Literature: johnson ml, visser ej, goucke cr. Massive clonidine overdose during refill of an implanted drug delivery device for intrathecal analgesia: a review of inadvertent 'soft-' tissue injection during implantable drug delivery device refills and its management. Pain 'medicine. 2011; 12(7):1032-1040'. Summary: the authors highlight the potentially serious consequences of inadvertent soft tissue injection of intrathecal drugs such as clonidine, during refills of implanted drug delivery devices. Reportable event: the authors report on a (B)(6) female ((B)(6)) with a (B)(6) history of complex regional pain syndrome (crps) type I of the right arm who underwent routine refilling of an abdominal wall (subcutaneous) implanted drug delivery device (iddd) by a medical practitioner at a remote, local hospital. The iddd was refilled with clonidine 18,000 mcg (1,000 mcg/ml) and morphine 90 mg (5 mg/ ml) in 18 ml of 0.9% saline for intrathecal (it) analgesia, programmed to deliver 0.2 ml per day (clonidine 200 mcg/morphine 1 mg). The practitioner had performed the refill procedure on numerous occasions and reportedly used the manufacturer's ''refill kit'' equipment. The patient had a history of epilepsy, asthma, depression, anxiety, and post-traumatic stress disorder. Within an hour of the refill, the patient reported feeling ''faint'' while the iddd's computer program was being checked. She rapidly became confused, bradycardic (heart rate 45 beats per minute, sinus rhythm) and hypertensive (bp 175/115 mm hg; reports of systolic blood pressure up to 220 mm hg), and was sweating profusely, with a reduced conscious state and respiratory rate (details not recorded). Her pupils were dilated, reactive, and unequal. There was no record of seizure activity. The patient failed to respond to intravenous naloxone boluses and was subsequently intubated and ventilated; severe hypertension was treated with a glyceryl trinitrate infusion. Blood pressure was monitored with a radial artery cannula and the patient transferred to a tertiary-level intensive care unit (ICU), a journey of 10 hours by air. The patient was hemodynamically stable during transfer. It is unclear how the iddd was managed during the initial event and the transfer; it is believed the reservoir was empty on test aspiration within an hour of the refill and the iddd was programmed correctly. A full medical examination was performed on arrival at the ICU approximately 12 hours after the event. The patient was sedated, paralyzed and ventilated, with dilated, unequal (right 6 mm, left 4 mm) and reactive pupils, heart rate of 82 beats per minute in sinus rhythm, and blood pressure of 100/70 mm hg without vasopressor support. No other abnormalities, including signs of focal neurological change or sepsis, were subsequently found. Routine laboratory investigations revealed a normal full blood picture, electrolytes and renal function tests, and a mild academia on arterial blood gas sampling (ph 7.29, pco2 49 mm hg, hco3 - 22 mmol/l, base excess -4 mmol/l, lactate 2.1 mmol/l). There was a markedly increased troponin I level of 26 mcg/l with a creatine kinase of 788 u/l; a 12-lead electrocardiogram showing t wave inversion in all leads. A toxicology screen was positive only for opioids and benzodiazepines (midazolam infusion for sedation). A cranial computed tomography scan was normal, with no evidence of acute intracranial pathology. Review of the iddd the day after the refill incident showed it was still operational and correctly programmed; the reservoir volume was 0 ml on telemetry and aspiration yielded 1 ml of solution. The iddd was then switched off and the reservoir was filled with normal saline. The patient was treated for a presumed massive clonidine overdose, presumably following an inadvertent soft-tissue injection (isti) of clonidine and morphine during the iddd refill. Sedation with propofol, morphine, and midazolam was slowly weaned 24 hours after arrival in the ICU, and the patient commenced on a fentanyl infusion at 10 mcg/h for analgesia. The patient was hypotensive (approximately 90/50 mm hg) and bradycardic (35-50 bpm, sinus rhythm) for 3 days, at times requiring pressor and chronotropic support, until hemodynamic parameters returned to normal. She was commenced on aspirin, clopidogrel, and intravenous heparin therapy for a non- st segment elevation myocardial infarction (nstemi). A coronary angiogram demonstrated a normal coronary circulation, with severe biventricular dysfunction on echocardiogram. Her admission was further complicated by cardiac failure with severe dyspnea at rest and a pulmonary embolus 10 days later for which she was commenced on warfarin. Ten days after admission, the patient reported adequate analgesia with an intravenous fentanyl infusion at 10-20 mcg/h. After discussing the potential risks (difficult refills and repeat of the mi placed injection; injection site bleeding risk from warfarin during refills) and a recommendation to trial transdermal fentanyl analgesia with explantation of the iddd, the patient requested her it therapy be recommenced. The iddd was re-filled under fluoroscopic guidance with the same solution of clonidine 18,000 mcg and morphine 90 mg in 18 ml of 0.9% saline and recommenced at a rate of 0.1 ml/day (0.1 mg clonidine and 0.5 mg morphine per day), half the usual rate. It was increased to the original rate of 0.2 ml/day (0.2 mg clonidine and 1 mg morphine per day) on the following day. The patient was discharged from hospital 3 weeks after presentation. Subsequently, iddd refills were performed in a tertiary level pain management center and at times required fluoroscopic guidance, because of difficulties in accessing the refill port due to overlying tissue changes. The continuing difficult access of the port for the iddd resulted in it being replaced some months later and repositioned to a new pocket in the anterior abdominal wall. Subsequent refills were reportedly much easier.